Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon investigation the electrode belt did not pass a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node (dn) and ECG "b". The root cause for the open wire was unable to be positively identified. There were no adverse events associated with the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.